Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to load a new cartridge successfully and resume insulin therapy. Technical support decided to replace the pump, confirming that it was within warranty. Instructions were provided to the customer on putting the pump into storage mode and a pre-paid return label was issued for the problematic pump, which the customer acknowledged. The customer planned to use multiple daily injections as backup therapy to ensure continued insulin delivery.